Event description:
It was reported that during the procedure in the mildly calcified proximal right coronary artery, pre-dilatation was performed using a 2x12 voyager balloon. A 2.75x38 rx xience prime stent was deployed at 13 atmospheres. After post-dilatation was performed using an unspecified balloon, a dissection was noted at the proximal edge of the stent. A 3x8 xience v stent was deployed to cover the dissection. There was reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.